Event description:
The customer reported the vent cap broke off and leaked. There was no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the vent cap broke off and leaked. The customer stated the set has been discarded and is not available for failure investigation.